Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified palate surgery at an unknown date, the patient sustained necrosis on the tissue. No further information was provided so far, but there was no report of a malfunction for any of the olympus medical devices.

Manufacturer narrative:
Correction: h6 - device manufacturer date device evaluation: the suspect medical device and the associated foot switch were returned to the manufacturer for investigation. The investigation confirmed that there is no malfunction of the devices. The celonprosleep plus electrode was not returned for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the information provided by the customer. Since the respective celonlab is in standard and no malfunction of the probes is reported, the electrodes are evaluated to be in standard. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the generator and the effected lot number of the electrodes without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.